Event description:
It was reported that these two leads were attempted, but not implanted due to patient anatomy and unacceptable thresholds. The leads were removed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, full lead returned and analyzed. Ditsal conductor had blood/body fluid. (B)(4) no anomalies found, full lead returned and analyzed. Distal conductor had blood/body fluid.